Event description:
On saturday, august 1, 1992 a patient on the above pd was being paced. The patient was being transferred from ICU with the pd unplugged. The unit stopped functioning (apparent battery failure) and the patient died. At the time of the report clinical engineer was testing the unit to check the condition of the batteryinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.